Event description:
Product was used during uneventful os implantation of intraocular lens in a study. In the afternoon, the pt experienced intraocular pressure elevation to 35 mmhg and was prescribed additional doses of acetazolamide. On the morning following surgery the pt experienced a headache and the intraocular pressure was 70mmhg. Corneal edema was noted and the pupil was unresponsive to light. The pt was admitted to the hosp and treated with intravenous acetazolamide and mannitol. The intraocular pressure was not sufficiently reduced and the pt underwent uneventful anterior chamber irrigation to remove any retained viscoelastic. The next morning, the intraocular pressure was normal at 20 mmhg. There were some decemet's folds and corneal edema; the anterior chamber showed cells and flare. The pt was discharged from the hosp on acetazolamide as well as topical ophthalmic prednisolone and isopto max. The day after the event, visual acuity was 20/50 and the cornea was clear, but the pupil still remained unresponsive to light. Anterior synechia at 1 o'clock and posterior synechia at 4 o'clock were noted, but require no other treatment due to their peripheral localization. Slight clouding of the anterior subcapsular cortex was noted. Investigation reports that the secondary glaucoma, surgical intervention and synechiae are most likely due to incomplete removal of the viscoelastic at the time of surgery. The pt outcome is expected to be reasonably good as visual acuity and intraocular pressure have returned to normal. There is no sign of pupillary block or angle closure. The pupil paralysis is likely to improve in the coming weeks.